Manufacturer narrative:
Failure analysis revealed that the insulin pump had cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and cracked case near display window corners. No button error alarms noted. No button response due to corroded keypad traces. Moisture damage was noted on the lcd board and motor assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was exposed to water. The customer's blood glucose was 154 mg/dl. The customer stated that there was water in the reservoir compartment. The customer forgot that they insulin pump was still attached to them and they jumped into the swimming pool. When trying to do troubleshooting, the insulin pump alarmed button error. So, the customer could not finish the displacement test. The discontinuation of the insulin pump was advised. Nothing further was reported.